Event description:
Event description guidant received information that this transvenous pacing lead exhibited a decrease in pacing impedance values and that the monitoring voltage for this implantable cardioverter defibrillator (ICD) had also decreased.